Event description:
Customer reported meter results of 442 mg/dl, 106 mg/dl, and 92 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, reported self treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.